Manufacturer narrative:
Concomitant medical product: 694758, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.